Manufacturer narrative:
(B)(4).

Event description:
It was reported that during remote monitoring, the right ventricular lead exhibited oversensing and noise. The patient was asymptomatic. During the lead revision procedure, the lead was found to be fractured lateral to the clavicle. The proximal portion of the lead was removed and the remainder of the lead was capped. No further information was available.